Event description:
A complaint was received from the family member of a dex user. Family member stated that the meter counted down and displayed "00". While on the phone a review of the system was conducted. It was learned that most of the "hundreds" unit was not being displayed. A request was made to return the system for evaluation. In the meantime, a replacement unit has been provided.